Manufacturer narrative:
Since the original report was filed, the investigation into the vascular damage has completed. Product was returned for analysis. Visual inspection was made and no abnormalities were observed. The root cause of the vessel damage was a use/technique issue. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into the vessel damage is on-going at this time. Upon completion of the investigation, a final report will be filed.

Event description:
A female patient was being placed on impella hemodynamic support after being turned down for surgery. An impella cp was placed via single access. While attempting to place the interventional terumo sheath, though the impella's 14fr sheath, the team applied force and caused a vessel perforation. The products were all removed and the vessel was repaired by a the placement of a covered stent. The team then placed a new impella via the contralateral leg.